Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet emitted beeping without an apparent alarm or notification after the user had already changed the sensor and supplies, and blood glucose was 289 mg/dl after dining out; the user was advised to monitor the bell icon for future alerts and to call back with alert information. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no hospitalization, no medical intervention beyond monitoring, and ongoing automated correction by the ilet. Investigation included customer support troubleshooting and education regarding device alerts and user monitoring. Investigation of this case revealed no confirmed device malfunction or component failure, and no reproducible alert condition was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.